Event description:
The following incident was reported by the general hospital of vienna: before using the neuro balloon catheter cat# 7cb-d10 with the patient, they tested it in the or. The first one burst with 0.7ml of air pressure and the second one with 0.9ml of air. The balloon should normally inflate with 1 ml of air pressure. Both catheters had lot. No. 0138918. No patient injury was reported.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.